Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted during a transcatheter aortic valve implantation. Prior to procedure, the patient was in-patient and not well. The valve was implanted successfully and was working as intended. The patient had a low ejection fraction (25-30%), and blood pressure dropped but then returned to normal. On (B)(6) 2023, the patient expired. The cause of death was unknown. The implanter reportedly did not believe that the death was related to the valve.

Manufacturer narrative:
An event of heart failure, low blood pressure/ hypotension and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician did not believe the patient's death was related to the device and that the patient was feeling in prior to the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was implanted during a transcatheter aortic valve implantation. Prior to procedure, the patient was in-patient and not well. The valve was implanted. The patient had a low ejection fraction (25-30%), and blood pressure dropped but then returned to normal. On (B)(6) 2023, the patient expired. The cause of death was unknown. The implanter reportedly did not believe that the death was related to the valve.